Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted in a patient via surgical artery for mechanical circulatory support and at the time of insertion, the purge filter was placed horizontally. After returning to the intensive care unit, liquid was found accumulated inside the cover of the purge filter and it was dripping. No harm was reported. The procedure was successful with this device.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of fluid leak-side arm was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
B1: added the brand name, this was omitted in the initial in error.